Event description:
It was reported to philips that the collimators were unavailable, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular treatment was performed by the customer and the procedure was completed by rebooting the system with delay. The philips field service engineer (fse) inspected the system on site and confirmed that collimators were not available. Upon troubleshooting fse found that collimators were defective. To resolve this issue, fse replaced the collimator. The defective collimator was returned to philips for analysis and found the failure in main shutter y. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.